Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Review of a stored electrogram revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed.